Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that during virtual initial pump training the ilet touchscreen did not accept the user¿s selection when prompted to confirm tubing drops, preventing progression in the setup workflow; the device firmware had been updated and a replacement device was issued while a return label was arranged. Symptoms included no clinical effects. Outcomes included no impact to healthcare utilization. Investigation included a review of user-reported functionality and logistical troubleshooting with replacement and retrieval planned and inspection of the returned device . Investigation of this device revealed a suspected user interface or screen responsiveness malfunction consistent with a device display or input component problem that impeded setup. It was concluded, based on previously established findings for similar reports, that the cause was internal hardware failure.